Event description:
Baxter germany reports "when the customer lets the air out of the system, the solution flows out of the patient line tubing" of the homechoice set during prime. The affiliate reports no patient injury or medical intervention as a result of the incident.